Manufacturer narrative:
The covidien technical support engineer (tse) assisted the customer with troubleshooting the device via phone. The tse suggested the user facility to run the device on a test lung for at least 24 hours and to complete all calibrations and performance testing according to manufacturing specifications. The customer reported the have test run the ventilator for 24 hours without incident. The reported issue was unable to be duplicated by the user facility. Covidien ref: (B)(4).

Event description:
Covidien received information stating that during patient use, the ventilator reverted back to its default settings from the selected values entered by the clinician. The patient experienced respiratory distress and was transferred to another ventilator. There were no reported negative patient consequences. During a follow-up call with the biomedical engineer, it was found the clinician might not have accepted the changes that were made in the patient parameters fields. It was reported by the biomedical engineer, if the accept button is not pressed the ventilator will revert back to the default settings after a short period of time. No additional information is available at this time.